Manufacturer narrative:
The reported event was lead dislodgement due to twiddler¿s syndrome. As received, a complete lead was returned in one piece for analysis. Visual examination of the lead did not reveal any anomalies. Electrical testing of the lead did not reveal any indication of conductor fractures or internal shorts. The s-curve was measured to be within specification.

Event description:
During a clinic follow-up, a dislodgement due to twiddler's on the right ventricular (rv) lead was alleged. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.